Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that a capio device was used during a vaginal hysterectomy procedure. The needle would not attach to the spinal ligament, and the dart detached from the suture. Another capio device and capio suture were used to complete the procedure. No patient complications were reported. Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report numbers 2124215-2025-03706 and 2124215-2025-03707 for the first and second capio slim devices.